Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. A customer reported a sensor reading of 74 mg/dl, against reader's built-in meter result of 38 mg/dl. The customer experienced a seizure and loss of consciousness due to hypoglycemia, and was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event. The customer additionally reported a sensor reading of 124 mg/dl against built-in meter result of 62 mg/dl. The results of all provided readings, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.